Manufacturer narrative:
Updated data: h6 conclusion: vascular complications, such as pseudoaneurysm and hematoma, are known potential adverse patient effects per the evolut fx system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that the complications were assessed as probably related to the procedure and not related to the device. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Conduction disturbances, such as atrio-ventricular (av) block are a known potential adverse effect per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the left femoral artery was used as the access site. Moderate final periprosthetic insufficiency was noted. Major bleeding and access site complications were noted. Pseudoaneurysm and a moment of peripheral vascular complication were observed at the end of the implant procedure. Anemia (hb reduction) was noted to be due to "supplied hematoma left femoral pseudoaneurysm. Three units of blood were transfused. The pseudoaneurysm was noted to be treated surgically. An electrocardiogram (ECG) was performed which showed first degree atrio-ventricular (av) block. No treatment was reported. Acute renal failure was also noted. No treatment was provided. The complications were assessed as probably related to the procedure and not related to the device. The patient was discharged to a rehabilitation facility 13 days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Product ID evolutfx-26; product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.